Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes were not reported). It was reported that during hospitalization the patient was not performing pd therapy with the homechoice device. On an unknown date during hospitalization, the patient¿s pd catheter was removed and the patient was placed on hemodialysis therapy, specifically stated as continuous renal replacement therapy (crrt). It was reported that the patient did not recover from the peritonitis event and subsequently passed away. The patient¿s death certificate reported that the cause of death was due to the peritonitis and another indication. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis event. No additional information is available.